Manufacturer narrative:
Correction data: the serial number was reported as (B)(4) in the initial report. The serial number has been updated to (B)(4). UDI: (B)(4). The device manufacture date was documented as oct 26, 2009 in the initial report. The device manufacture date has been updated as sep 11, 2009. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the compact air drive device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: minimum 110 to 160 watts, check for excessive noise, check for untrue running, check triggers for forward/reverse mode and check for air leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.